Event description:
It was reported that dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca) of the left anterior descending artery (lad). A 2.75 x 38 mm synergy drug eluting stent was deployed to treat the lesion. After the stent was deployed, a dissection was noted, another synergy stent was deployed and covered the dissection, and successfully complete the procedure. The patient was stable post procedure.